Manufacturer narrative:
(B)(6). Date of report: 08/06/2019. The manufacturer¿s international service technician could not reproduce the reported condition however the error code proximal pressure sensor range error¿ alarm was found in the drpt. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ¿check vent: proximal pressure sensor range error¿ alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.